Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2022-01304. It was reported the patient was admitted to the hospital and diagnosed with an infection at the cervical ipg and lead site. Later, the patient underwent surgical intervention wherein the entire cervical system was explanted to address the issue.